Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a remote alert was triggered due to out of range right ventricular (rv) amplitudes. Additionally, the right ventricular automatic thresholds detected as greater than the programmed amplitude or were suspended. The presenting electrogram shows undersensing and loss of capture. Technical services were consulted and recommended an in-office assessment of this rv lead which remains implanted and in service. No adverse patient effects were reported.